Event description:
It was reported that the patient presented to the hospital for inappropriate shocks due to noise on the ventricular channel. Device was explanted and lead was capped. Patient condition was good.